Event description:
Reporter indicated she was unable to interrogate a vns therapy pt's device. Troubleshooting did not resolve the issue, and she assumed the "device battery is dead." The pt has only been implanted for 2 years and 9 months and the generator settings have been set on rapid cycling. A battery life calculation revealed the generator is 1.89 years until the eri=yes. Good faith attempts to obtain add'l info have been unsuccessful to date.